Event description:
It was reported in 2006, during implantation of the stem, the patient's calcar was broken. The doctor was able to cable the stem and implant it. The device remains implanted.

Manufacturer narrative:
Evaluation summary: rasps were inspected and found to be per print specifications. No non-conformance in dimensional specifications was found. X-rays may have provided some insight in to rasping width, stem size and extent of interference. Cause cannot be definitively determined. Evaluation: stem or x-rays were not returned for evaluation. Rasps used in surgery have minor gouging damage along edges, and have a potential field age of eight to ten years. Rasps conform to applicable top/side view overlays. Device history records are intact, conforming and indicate manufacture to specification.